Manufacturer narrative:
Corrected sections as of 02-sep-2020: h10: most likely underlying root cause changed from "mlc-28: there was not enough information to determine the mlurc" to "mlc-9: user error caused or contributed to event".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 30-jun-2020 to ensure the customer is not using truemetrix air meter in (B)(6)- able to contact customer and advised customer not to use the glucose conversion himself and to use a meter unit of measure for (B)(6) (mmol). Customer was also advised not to use the product because it is not for use in (B)(6). Customer then disconnected the call.

Event description:
Consumer from canada reported meter reading in mg/dl and asked if could be configured to mmol/l. Customer purchased a truemetrix air meter from (B)(6) and wanted to know if the unit of measurement can be converted from mg/dl to mmol/l. Customer was advised that the unit of measurement cannot be converted on the truemetrix air meter and was told not use the truemetrix air since is not available in (B)(6). The meter was purchased two weeks ago from the initial call and received it in the mail on (B)(6) 2020. Customer stated he used the meter and obtained a good result. Customer ran 3 test already and used the conversion chart to convert them to mmol/l. Advised customer to immediately stop the use of the products. Customer did not seek any medical intervention. Customer stated that he will use the meter and he is satisfied with the product. Customer disconnect the line. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.